Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 re-occurring. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. Pump error 38 occurred on (B)(6) 2024 07:18 in history files. Pump error 53 (file#2005 line#5632) occurred on (B)(6) 2024 07:23 in history file. . Pump was cut to perform visual inspection found moisture damage on the electronic assembly and motor assemblies. Motor was tested outside of unit and it failed. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label, gearbox jammed. Cosmetic damage is confirmed at the battery compartment. Pump error 38 is confirmed due to occurring during testing and due to gearbox jammed. Pump error 53 is confirmed due to occurring during testing and due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported long crack beginning from the top of the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.